Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer treated with shots. Customer's blood glucose value was unknown at time of incident. Customer's current blood glucose value was 318 mg/dl. Customer stated that pump not giving insulin and customer did a test and it came out. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer alleging possible pump under delivery and stated that they were not coming down from her highs. The drive support cap appears normal. Customer stated the air bubbles at top of reservoir. Customer could not perform the high pressure test. Customer was explained about the 2 high blood glucose rule. The product was not returned for analysis.